Manufacturer narrative:
H3, h6: the device was returned for evaluation, with no faults found, we cannot confirm the reported event. A visual and functional evaluation confirmed the device primed and cut as expected. The instruction for use detail, obstructions in the fluid supply or air in the inflow line, can cause the device not to prime. A documentation review has been conducted, confirming the device was released according to specifications, complaint history has recorded previous occurrences of this nature. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device met manufacturing specifications upon release for distribution and continue to monitor for adverse trends relating to this product range. This investigation is now complete, confirming the event is not related to a manufacturing problem and that no corrective actions are deemed necessary.

Manufacturer narrative:
The device intended for use in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include corrosion on the interlock. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, a versajet ii console was not working correctly and causing the hand sets not to be pressurized. No case involved; therefore, no patient injuries or other complications were reported. No further information is available.